Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion morphology - 95% stenosed, moderately tortuous and severely calcified lesion). Evaluation results: deformation problem (stent). Inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 95% stenosed, moderately tortuous and severely calcified). (B)(4).

Event description:
It is reported that the physician was using a resolute integrity drug-eluting stent to treat a lesion in the lima/lad. The device was prepped prior to use with no issues noted. The lesion was 95% stenosed, moderately tortuous and severely calcified. The lesion was pre-dilated twice up to 14 atms. Resistance was encountered when advancing the device. The resolute integrity device was unable to cross the lesion and on removal it was noticed that the stent was damaged. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy. No reported patient complications. Device evaluation: there was a kink located proximal to the wire lumen entry port. The distal segments of the stent were deformed; the struts were raised and stretched.